Manufacturer narrative:
It is reported that the surgeon stated an intention to perform a revision surgery to treat a patients flexion contracture. It is further reported that the procedure has been postponed for an unspecified period and no further information is available. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient has flexion contracture and will require revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted at this time.

Event description:
It was reported that the patient has flexion contracture and will require revision surgery.